Event description:
Subsequent to the initial MDR, clarification was provided on 07/10/2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 3 days after the sensor was inserted into the arm. On (B)(6) 2024, the patient¿s cgm was reading 300 mg/dl, no bg meter comparison was done at this time. At an unspecified time later, the patient began vomiting and decided to go to the emergency room (ER). At the ER, the patient¿s bg meter reading was 401 mg/dl, but the patient could not recall the cgm comparison value. Despite this, the patient was alleging a cgm inaccuracy. The patient reported being in diabetic ketoacidosis (this was self-diagnosed and not confirmed by a doctor) and was treated with unspecified IV fluids. He was discharged home the following day. The patient was in good condition at the time of report. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. B2 outcomes attributed to adverse event -additional information. B5: describe event or problem - correction/additional information. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: health effect - impact code - correction/additional information. H6 codes: health effect - clinical code/ remove elevated ketones/diabetic ketoacidosis. FDA code: 2364 - correction/additional information. H10: corrected data. H11 additional narrative - correction.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 3 days after the sensor was inserted into the arm. On (B)(6) 2024, the patient¿s cgm was reading 300 mg/dl, no bg meter comparison was done at this time. At an unspecified time later, the patient began vomiting and decided to go to the emergency room (ER). At the ER, the patient¿s bg meter reading was 401 mg/dl, but the patient could not recall the cgm comparison value. Despite this, the patient was alleging a cgm inaccuracy. The patient reported being diabetic ketoacidosis and was treated with unspecified IV fluids. He was discharged home the following day. The patient was in good condition at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.